Event description:
The patient was treated for an occlusion at m1 segment. Access was obtained with zoom 88 support which was parked at the mid cervical. Zoom 71 was advanced over the guidewire. The physician encountered resistance when advancing in the carotid siphon which looked to be a tight 4 siphon. Although the physician felt some tension advancing the zoom 71, he continued to advance to the face of the clot. Aspiration was applied. Zoom 71 was retracted into the zoom 88 support and both devices were removed as a system. Upon removal of the system from the patient, the physician noticed a kink in the zoom 88 support and portion of the zoom 71 distal segment was disconnected inside the zoom 88 support. All devices were safely removed, and no additional treatment was performed. Another zoom 88 support was opened after retrieval and advanced safely to get post angio imaging. Patient achieved complete reperfusion with a tici 3 score. Patient was reported to be stable post procedure. There was no patient sequelae reported.

Manufacturer narrative:
The zoom 71 and zoom 88 support were returned for investigation. Investigation confirmed the reported shaft separation of the zoom 71. Investigation demonstrated stretching and kinking on both the distal and proximal segments of the catheter shaft near the location of the break. Visual inspection of the returned zoom 88 support showed a kink on the mid-shaft of the catheter. The reported complaint notes that the kink on the zoom 88 support was observed after removal of the devices from the patient. It is not known at what point during the procedure the kink formed. Based on the complaint information provided, the exact root cause could not be determined. It is likely that the tortuous anatomy with the kink in the zoom 88 support resulted in a restriction potentially leading to the shaft separation on the zoom 71. The lot number for the complaint device was reported as unknown by the site. The manufacturing records for all finished goods lots shipped 6-months prior to the event date were reviewed and demonstrated that the product met all the design and manufacturing specifications.